Event description:
During incoming inspection, it was observed that the device would prompt "connect cable" when connected to therapy cable. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.